Event description:
It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels and pseudotumor with adverse local tissue reaction.

Manufacturer narrative:
Device evaluation.

Manufacturer narrative:
Device evaluation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to elevated cobalt and chromium levels and pseudotumor with adverse local tissue reaction. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided implant report, there was a large cyst at the femoral head of size not more than 20% of the femoral head aspect. Surgical technique (us, 10/10 rev a 4567-0103) indicates that: patients with bone stock inadequate to support the device including are contra-indicated, such as multiple cysts of the femoral head larger than 1 cm. Whether the reported cyst did in-fact had an influence on the outcome of the implantation cannot be assessed. According to the provided revision report, the patient did well after implantation and was asymptomatic, but noted a fluid collection at the hip and high blood metal ion levels. During the revision significant amount of black fluid was found within the pseudocapsule and pseudotumor material was removed. The diagnosis was pseudotumor with adverse local tissue reaction. Further information such as histo-pathological analysis, x-rays or the mentioned blood metal ions were not provided. The root cause of the noted pseudotumor and reported adverse local tissue reaction cannot be concluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.